Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pain during recharging. Additionally, the patient had a recent spinal fusion which makes it difficult for her to reach to her back to charge the device. The patient was having difficulty getting a charging connection. The physician decided to replace the rechargeable implantable neurostimulator with a primary cell device.